Manufacturer narrative:
The technician isolated the issue to a worn hydraulic valve solenoid. He replaced the hydraulic valve solenoid to repair the bed.

Event description:
Information received indicates the head section is drifting down.